Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction had occurred due to a short-circuited drawer controller board. A field service engineer replaced the mini-drawer control board and single wide control unit pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.